Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory no outer abnormalities were observed in the returned farawave catheter. Flushing of the catheter through the irrigation line was tested. Flushing was functional, with fluid exiting the spline cage as expected. The catheter was dissected to observe potential leaks from inside of the catheter handle. A mixture of water and blue food coloring were introduced into the flush line. Dissection revealed that the flush tubing was leaking inside of the proximal end of the handle. The reported clinical observations were confirmed by the analysis results.

Event description:
It was reported that the catheter exhibited a leak from the flush port. During a procedure, a farawave pulsed field ablation catheter was selected for use. The catheter exhibited a sterile water leak from the flush port on the proximal part of the device. It is unknown if the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter exhibited a leak from the flush port. During a procedure, a farawave pulsed field ablation catheter was selected for use. The catheter exhibited a sterile water leak from the flush port on the proximal part of the device. It is unknown if the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.